Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the healthcare provider (hcp) thought the ins was ¿losing charge on the battery.¿ the patient reported that she would normally charge the ins every sunday for 3 hours, but since june, the patient would have to charge more frequently, stating she now charged 2-3 times per week for 4-6 hours. The patient stated that the hcp wanted her to meet with a manufacturer¿s representative (rep) to interrogate and check the ins status. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant was replaced on (B)(6) 2020. The patient stated she used to charge once a week but it got to the point where she was charging 3-4 times a week. The patient noted that this probably started in (B)(6) 2019.